Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The customer reported that the fully charged autopulse li-ion battery (B)(4) intermittently powers on autopulse platforms. The battery was tested in multiple autopulse platforms, and the same issue happened. The battery successfully charges in an autopulse multi-chemistry battery charger (mcc). No patient involvement.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn (B)(6) is unable to power on autopulse platforms. The battery was tested in multiple autopulse platforms, and the same issue happened. The battery successfully charges in an autopulse multi-chemistry battery charger (mcc). No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan. B5 (describe event or problem) was corrected.